Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 3/24/2022, it was reported by a sales representative via sems that a 5033-100 lag screw capturing rod broke off the end of the driver when surgeon was hitting the end of the capturing rod nut. It broke off from the end of the blue handle of the driver causing issues of inserting the nail. The rod was replaced and procedure was completed without further issues. This was discovered during a procedure on (B)(6) 2022.